Event description:
It was reported, the patient lost stimulation due to not recharging her ipg as recommended (event date is unknown). In turn, her programmer and charger have been unable communicate with the ipg. Troubleshooting to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention. The patient's concomitant medical products are unknown.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.